Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and a high number of short v-v intervals which were reported as associated with the time the patient was undergoing a medical procedure. The device was reprogrammed and remains in use. The rv lead impedance decreased following the same medical procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.